Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the patient died. In (B)(6) 2013, percutaneous coronary intervention (pci) was performed. The target lesion was located in the distal right coronary artery. Following pre-dilatation, a 2.25x12mm promus element plus drug-eluting stent was deployed at 11 atmospheres. Post-dilatation was performed and the procedure was completed with 0% residual stricture rate. Two days later, the patient was discharged. In (B)(6) 2015, the patient was observed to have cardiac failure and died on the same day. The cause of death was cardiac issue.